Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in event with reported issue is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two prostyle devices using the pre-close technique via a 7f sheath hole prior to an ablation interventional procedure. The sutures of both prostyle devices broke when the suture was pulled back to push knot down. An additional prostyle suture was successfully placed. The sheath was upsized to a 9f sheath and the ablation procedure was completed. Hemostasis was achieved with the successfully pre-placed suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.